Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's motor blower assembly, oxygen blender module board, interface board, system board were replaced address the issue. In addition of the above evaluation, the device's operational check that noise was coming from the motor blower assembly therefore, the motor blower assembly was replaced. The device's replaced in accordance with replacement of the motor blower assembly: stirring fan foam, 43-micron filter. The device's since damage to the screw receiving part of the rear enclosure was confirmed, the rear enclosure was replaced.